Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. Evaluation results findings (components/results) 2 devices: appropriate term/code not available/ no findings available 1 device: chassis/frame/ wear problem 1 device: rod/shaft/ wear problem 1 device: fastener; rod/shaft/ device migration; wear problem there was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 5 malfunction events(s), where it was reported the devices experienced steer mechanism is difficult to engage/disengage. No adverse consequence or clinically relevant delay in treatment was reported.